Event description:
It was reported by the affiliate that the instrument was used for a lobectomy (thoracic) and the device kept jamming and would not fire. The case was completed with a ez45g. The end user is an experienced user and there was no pt consequence.